Event description:
Customer reported hospitalization due to high blood glucose over the weekend. Customer received a new insulin pump one month ago. The blood glucose reading at the time of the event was 700 mg/dl. The blood glucose reading kept going up. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.